Event description:
This report is based on information provided by philips, remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that device is not passing electrical safety. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was reading over 300mohms at all test points and grounding points inside the unit to include the ground stud at the power supply. Read through the ground of the ac inlet to the ground stud reading the same. The rse advised to replace the ac inlet (filter). Investigation on going.

Manufacturer narrative:
Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/30/2023, 03/14/2023, 05/24/2023 and 06/26/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.